Event description:
Rptr c/o severe capsular contracture and hardening. Right implant ruptured. Release of silicon gel into her body caused swelling in hands and feet, hair loss, difficulty concentrating, sleep disorder; difficulty moving arms.